Event description:
It was reported that the left ventricular (lv) lead had elevated threshold that was progressively rising. The lead polarity had to be reprogrammed to resolve the issue. Patient is enrolled in the (B)(4). No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: d204trm, implantable cardioverter defibrillator (ICD), (B)(6) 2012; 6947m, implantable tachy lead, (B)(6) 2012; 4076, implantable pacing lead, (B)(6) 2012. (B)(4).